Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
The extension wire came uncoiled and then damaged the stent. They ended having to replace both of these defective products.

Event description:
The extension wire came uncoiled and then damaged the stent. They ended having to replace both of these defective products.

Manufacturer narrative:
Customer confirmed on 22nd january 2018 that the device is not returning for analysis and the investigation was subsequently completed.